Manufacturer narrative:
Bakytzhanuly, a. Et al. Pulsed field ablation followed by radiofrequency re isolation in an obese patient with recurrent atrial fibrillation [conference presentation]. P525. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. Bakytzhanuly, a. Et al. A case of pulsed field ablation of macro re entry atrial tachycardia [conference presentation]. P531. 18th asian pacific heart rhythm society scientific session, 2025. Yokohama, japan. This event was reported via a literature abstract from an oral presentation, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature abstract from an oral presentation and it is unlikely the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation e1 initial reporter phone: (B)(6) b3 date of event: bsc aware date used as no event date was provided.

Event description:
It was reported literature, proceedings from an oral presentation, that atrial fibrillation occurred. Procedure summary a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure for symptomatic, long lasting and persistent atrial fibrillation (af) was performed using a farawave catheter. Atrial flutter was induced and terminated in the left atrial anterior wall and mitral isthmus. Pfa of the cavatricuspid isthmus was performed and sinus rhythm was restored. The procedure was successfully completed and the patient discharged. Event summary one (1) month post index procedure af recurred. The patient underwent a successful radiofrequency ablation re isolation of the pulmonary veins. Patient status no further information on the status of the patients is available.